Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they wanted to have their ins removed, but their healthcare provider (hcp) wanted them to have the ins replaced instead. The patient was having a difficult time scheduling pre-op appointments with their hcp and reported that they have been waiting a year to have the device removed. The patient was finally able to schedule a pre-op appointment for (B)(6) 2017. The patient reported that the hcp had told them they would fix the battery when they change the leads, but the patient had little hope that the hcp would actually contact them. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a160, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their leads were placed in the wrong place, which is why they can¿t get coverage. The patient explained that they were supposed to be placed at l4, but were placed at t8. They also noted having issues with the ¿battery pack.¿ the patient stated that their battery has flipped over a number of times, so their implant site is always sore. The patient went to see their physician about a year ago to address these issues, and the physician noted that there was fluid around the implantable neurostimulator (ins). The patient also mentioned it feels like their leads are yanking. They stated that when they get up or twist, it feels like something is being pulled and it worsening. The patient stated that they would just like their implant taken out. They noted their healthcare provider did not want to originally do the implant procedure due to the patient¿s infection risk. The patient was sent a list of healthcare providers, as they were not happy with their current one. They were implanted for failed back surgery syndrome and spinal pain.